Event description:
It was reported that a loss of telemetry monitoring occurred for 16 pts for approx 2 hours when the cic (central station) shut down. No injury or delay in treatment was reported.

Manufacturer narrative:
A ge healthcare on-line service engineer was contacted and assisted the user facility in diagnosing the reported issue to be a failure of the cic power supply. A review of service history for the device indicates that the power supply had not been replaced since installation and was approx 7 years old at the time of failure. The power supply was subsequently replaced and corrected the reported issue. Following replacement of the power supply, a ge healthcare field service engineer tested the device on site and confirmed that the device was operating according to MFR's specifications. There have been no reported recurrences since the power supply's replacement.